Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging nasal/throat irritation or soreness. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to the CPAP device's sound abatement foam. The patient alleging nasal/throat irritation or soreness. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown white and black contamination (dust like) which is inconsistent with degraded sound abatement foam, and some very small hairs at the air input of the blower box, slight black contamination which is consistent with keratin present at the air outlet of the blower box and on the blower motor seal, potential mineral deposit spots on the bottom of the blower box and on the bottom of the blower motor which is indicating potential water ingress. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of multiple unknown brown and black contaminants which is inconsistent with degraded sound abatement foam, and some black hairs inside of humidifier box, tiny white and black hairs on the top of the dry box seal, unknown white dust and very light white marks on the heater plate. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of various contamination (dust-like, small hairs, black contamination consistent with keratin) and sign of water ingression within the device which is likely of external origin not originating from device failure. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.